Manufacturer narrative:
(B)(4).

Event description:
The customer reported blue fluid leaking below the beckman coulter lh750 after shutdown. The operator was unable to determine the source of the leak. No death or injury is attributed to this event and there was no change to patient treatment. There was no impact to patient results. The operator was wearing a lab coat and gloves at the time of the incident. There was no exposure to open wounds or mucous membranes and the operator did not seek medical attention. There is risk management plan in place at the facility. The customer did not review the msds; however, they are readily available on the beckman coulter, inc. Website. The field service engineer (fse) found clenz leaking at the rbc and wbc bath assemblies caused when the chambers overflowing into the bath compartment. The fse replaced the waste chamber, vacuum isolator chamber, the associated check valves, and the choke to the 30psi evacuation line used to drain the holding chamber. The fse determined the old diluter 3 card was responsible for the leak. This card, which controls the diluter functions, was found to occasionally cause solenoids to get stuck in certain functions, resulting in overflow. He installed a new diluter 3 card which has watch dog timer for the solenoid driver functions. The repair was verified per established procedures and results meet published performance specifications. The root cause of the leak is attributed to the old diluter 3 card. Per labeling, beckman coulter inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.